Event description:
A report was received that the patient had a lead revision due to the lead protruding through the skin. The physician buried the lead and the patient was reportedly doing fine.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial#: (B)(4), model description: st linear lead, 50cm with pre-loaded 0.014 inch stylet a review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory.